Manufacturer narrative:
The device was not returned for analysis, however performance data collected from the device was reviewed . Analysis of the mobile application logs indicated the implantable device application had incorrect data, there was an issue with the mobile programmer longevity estimator. The most likely root cause was traced to device design. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg), exhibited shorter than expected longevity estimate due to a software estimator error. The mobile programmer remains in use. No patient complications have been reported as a result of this event